Manufacturer narrative:
Meter (B)(4) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and with strip insertion. Control solution testing was performed, and all results were within specfications. The useful life of the freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 2011, it has been in distribution beyond its useful life of the case awareness date of 03 apr 2023. Since the product was beyond its useful life at the time of the complaint and was functioning as intended, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 200 mg/dl, 80 mg/dl and 385 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.